Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer was high blood glucose levels and hospitalization. Customer¿s blood glucose level was 403 mg/dl. The nurse reported that the customer went to the hospital on (B)(6) 2017 at 2:00 pm. Customer experienced diabetic ketoacidosis and their blood glucose levels were 250 mg/dl or higher. Nurse reported that the customer delivered a bolus multiple times and since customer remained high and was hospitalized. Customer believed the insulin pump possibly under delivered insulin and they wanted someone to inspect the insulin pump. The nurse also reported that the customer experienced high blood glucose over 400 mg/dl. The nurse reported that the customer was off the insulin pump for less than 48 hours at the time of hospitalization. Troubleshooting was not performed. The insulin pump will not be returned for analysis.